Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has a broken button with no alarm.

Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center.